Manufacturer narrative:
H.10: the device was requested back to livanova deutschland for further investigation. The reported issue could be confirmed. The problem was caused by a defective resolver component. After replacement of the component no further deviations could be found and the issue could be solved.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. (B)(6). Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 double head pump displayed a motor control error during procedure. There was no report of patient injury.